Event description:
The customer reported the device is showing incorrect values for certain settings with energy knob. There is not reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device is showing incorrect values for certain settings with each knob. There is no reported pt involvement. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.